Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for balloon leak, and difficulty to withdraw system with the valve through non-edwards sheath were unable to be confirmed as neither the device nor applicable procedural imagery was provided for evaluation. As reported, 'there was a lot of resistance noted by the operator during insertion of the commander delivery system into the non edwards sheath.' In this case, it is likely that the 24fr non-edwards sheath was undersized relative to the 29mm sapien 3 thv. Per the pulmonic procedural manual, implantation of a 29mm sapien 3 thv necessitates the use of a 26fr non edwards sheath. The mismatched dimensions between the 24fr non-edwards sheath and the 29mm sapien 3 thv would physically constrain and increase resistance during the advancement of the delivery system/crimped valve through the sheath. Since the issue was resolved by switching over to a 26fr sheath, this further supports that improper sheath sizing was a contributing factor. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that use error (under sized non edwards sheath) may have contributed to the complaint event. As reported, 'the operator was able to advance, and cross the heavily calcified annulus. During inflation of the balloon, the balloon did not inflate'. It was additionally reported that 'upon visual inspection of the device, the balloon was noted to have a large tear. It is thought that this may have occurred during alignment prior to inflation'. As valve alignment difficulties were reported, it is possible that subsequent excessive manipulation to overcome high valve alignment forces likely resulted in the observed damage on the balloon. It was additionally reported that the patient annulus was heavily calcified. It is possible that the balloon sustained physical interactions with the calcified nodules in the implant site and/or during tracking through the calcified anatomy. Calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration, resulting in the reported leakage. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (calcification) and/or procedural factors (high alignment forces, excessive manipulation) may have contributed to the complaint event. As reported, 'it was decided to withdrawal the commander delivery system and valve. The operator was unable to withdrawal, so the devices were removed as a unit. While removing as a unit, the valve was stuck at the access site'. It is possible that the inflation attempt reported with the reported balloon damage may have contributed to an altered balloon profile which can increase resistance during delivery system withdrawal into the non edwards sheath and result in the reported withdrawal difficulties. It is also possible that the withdrawing the 29mm sapien 3 thv into an undersized inner diameter of the 24fr non edwards sheath may have contributed to the higher difficulty.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 29mm sapien 3 valve in an existing conduit, there was a lot of resistance noted by the operator during insertion of the commander delivery system into the gore sheath. Alignment was attempted inside the sheath, however, alignment was tight pushing the system through. The operator was able to advance, and cross the heavily calcified annulus. During inflation of the balloon, the balloon did not inflate. It was decided to withdrawal the commander delivery system and valve. The operator was unable to withdrawal, so the devices were removed as a unit. While removing as a unit, the valve was stuck at the access site. A small cutdown was required to remove the devices. Retrieval was successful. A new set of devices were prepped and a new 26fr dryseal sheath was inserted with no issues. The new valve was successfully implanted, and surgical closure was performed. Upon visual inspection of the device, the balloon was noted to have a large tear. It is thought that this may have occurred during alignment prior to inflation.

Manufacturer narrative:
Investigation is still ongoing.